Event description:
The customer received questionable glucose hk (gluc) results for one patient on their b221 blood gas analyzer. The customer's initial gluc result from a cobas c501 analyzer, serial number (B)(4), from the primary tube was 37.2 mg/dl accompanied by a data flag. The sample was retested and the result was 38.3 mg/dl. The sample was tested in the b221 analyzer and the result was 30 mg/dl. 38.0 mg/dl was reported to the physician who ordered a measurement in a glucometer and the result was 130 mg/dl. The patient had a new blood sample tested in the c501 analyzer and the result was 1.0 mg/dl accompanied by a data flag. The sample was repeated in a standard sample cup with an increased volume and the result was 131.6 mg/dl. The sample was repeated again in the standard sample cup on normal volume and the result was 132.4 mg/dl. 132 mg/dl was reported outside the laboratory. The first sample was then measured again in the c501 analyzer from a standard sample cup and the result was 35.9 mg/dl accompanied by a data flag. There were no adverse events. A definitive root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event. For the medwatch on the cobas c501 analyzer with serial number (B)(4), refer to medwatch with (B)(6).